Manufacturer narrative:
Patient information is unknown. Date of event is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The initial reporter is sales consultant. A device history record review was requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the devices were used in surgery for ulnar distal end fracture on (B)(6) 2018. When drill bit (310.507) in question was in use along with drill sleeve (323.034) in question, drilling forced the drill sleeve to bend slightly. While the drill bit was pulled from a plate (part # unk), the drill bit broke, leaving a fragment inside the drill sleeve. The surgery was delayed by two minutes. There was no adverse consequence to the patient. X-rays proved that any other fragments had not been left in the patient¿s body. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part no.: 310.507, lot no.: f-20710. Manufacturing location: selzach, supplier: sphinx ag . Release to warehouse date: 16.feb.2017. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. As received condition: the drill bit was found broken at the transition from the shaft to the cutting flutes therefore this complaint was rated as confirmed. The broken fragment was received as well. Reviewing DHR shows that the affected lot was released after complete final inspection with no detected issues regarding manufacturing procedure. This drill bit was released in faultless condition. For details, please see appropriate section device history. The used raw material could be identified as 1.4112. Measured hardness during manufacturing procedure confirms that all results are within specified range 600 +55/0 hv 10, result: min. 609 hv 10 ¿ max. 620 hv 10. Therefore we can confirm material quality of the broken part. Measured dimension of the shaft near the breakage shows conformity as well: micrometer: 3-03-17585 tolerance 1.5mm 0/-0.014mm result: 1.490mm = pass. It is obvious that the drill bit was strongly bent in this area prior to the breakage. Also mechanical damages at the cutting flutes could be identified. Those damages indicates contact with other metallic parts during drilling procedure. No manufacturing related issue could be identified. We have to assume that mechanical overloading during drilling may have caused the breakage. We are not able to identify exact root cause for the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Comment stated date of event is unknown. Date of event is (B)(6) 2018. Date of manufacture device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Corrected data: device is a single use device but was not reprocessed or reused. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.